Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was high. Customer stated that the insulin pump alarmed no delivery. Customer experiencing abdominal pain, vomiting and ketones. Diagnosed diabetes ketoacidosis. Customer was admitted into ICU and treated with insulin drip. The current blood glucose reading is 400 mg/dl. Customer treated with manual injections. Nothing further reported.